Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with two unknown textured mentor gel breast implants had experienced bilateral rupture of implants postoperatively. As a result, the patient underwent explantation and replacement with two 350 cc smooth mentor memorygel breast implants, catalog # 3503501bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.

Manufacturer narrative:
On 10-jul-2020, mentor failure analysis lab completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, shell wear was observed on the anterior view of the device. A rupture was observed within the wear and extending to the posterior view, measuring approximately 15.0 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).